Event description:
Patient was in the process of actively dying. When staff went to assess the patient, patient found with a disposable nellcor max n sensor laying on the bed beside her but the monitor registering an o2 sat of 100% with a good wave form. When placed on the patient, her sat was really on 60%. Concern that this could happen on a patient who is not actively dying and there could be a false sense that the patient is doing well when they really are not.